Event description:
A foley catheter that had been placed suprapubically approx four weeks prior, would not fully deflate for removal. Nurse initially removed 2cc of inflation water & then tried aspirating & cutting off inflation arm to no avail. Pt taken to ER where percutaneous puncture resulted in popping balloon. No further complications reported.